Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive peeling inside the lens. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The customer cleaned, disinfected, and sterilized the device before sending it olympus. The customer does not know about when the foreign material adhered to the endoscope. The customer does not know what foreign material is. It is unknow if there was delay in the start of precleaning. It is unknown if the customer wiped the insertion section. It is unknow if the customer aspirated the water through the instrument/suction channel. It is unknow if the customer flushed the air/water channel with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer immersed the endoscope in the detergent solution. It is unknown if the customer wiped/brushed all external surfaces of the endoscope, with clean lint-free cloths, brushes, or sponges. It is unknown if the customer brushed the channels. It is unknown if the customer flushed the channels with the detergent solution. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited a white dust-like substance inside the lens at the back of the connection with the rigid scope. The issue was discovered during reprocessing. There was no patient harm.